Event description:
It was reported that during a follow up in clinic, varying and low pacing impedance was noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, varying and low pacing impedance was noted on the right atrial (ra) lead. Isometric testing was performed and no anomalies were noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.